Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the blood glucose was high. The customer¿s blood glucose level was 400mg/dl at the time of the incident. It was reported that the customer noticed unexpected high blood glucose (400 after lunch) today. They had successfully performed both self-test and hp test (the pump alarmed with the insulin flow blocked at 2.2u). They changed the value to the original amount of 0.700u. The customer reported no air bubbles, leaks or other alarms. It was explained that the issue could lead to an infusion set issue. The customer will change the set keeping the same reservoir. The customer was ensured that the pump is working properly and he will call to the healthcare professional if the issue persist. The insulin pump will not be returned for analysis.